Manufacturer narrative:
A ge service representative performed an on site investigation. The cable between workstation and input plug had a loose wire. The cable was reconnected. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system shut down after a period of use. The fe found that the system would not boot up. There is no report of death or serious injury associated with the event.